Manufacturer narrative:
Stryker evaluated the device and was unable to verify the reported issue. The root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not recognized the electrode. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h6 results code of initial medwatch report indicates: no findings available. Section h6 results code of initial medwatch report should indicate: no device problem found.

Event description:
The customer contacted stryker to report that their device would not recognized the electrode. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.